Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The account reported that information regarding the patient¿s cause of expiration was unable to be provided; however, the outcome was not device related. An autopsy was not performed; therefore, the pump would not be returned for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020.